Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware by an ilet user's healthcare provider (hcp) that the user experienced two high blood glucose events resulting in diabetic ketoacidosis (dka) and hospitalization. The hcp expressed concern about potential insulin leakage or mechanical/algorithm issues with the pump, noting that the user reported no kinks in the tubing. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported that while using the ilet system, they had an event that led to hospitalization. They were alerted to high blood glucose levels while sleeping, but insulin administration did not take effect, resulting in dka both times they were hospitalized. The user confirmed being admitted to the ER twice in july, receiving IV treatment each time. The first event occurred in the "beginning of july" and the user was released from the ER the same day. The second event occurred at the "end of july" and the user was released after 23 days. The user was currently disconnected from the ilet for about a month and is awaiting doctor approval to reconnect. This is the first of two dka events reported for this user. This medwatch report details the dka event for "beginning of july." A medwatch report detailing the second dka event in "end of july" is submitted on MFR report #: 3019004087-2024-00575.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 6/5/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, it is not possible to determine the cause of the event.